Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The esheath was visually inspected and the following was observed: the esheath liner was expanded and the tip was open as intended, the c-marker band was present, the sheath liner was delaminated, 5.75 inches in length from the distal tip, the sheath shaft was kinked 2.25 inches and 5.25 inches from the distal tip. While a 3mensio imagery report of the patient's anatomy was provided, there were only images of the native valve were provided. As such, none are applicable to this complaint. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions were reviewed: IFU for esheath, IFU for commander delivery system, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the esheath (all models and sizes) was performed. Additionally, prior closed complaints for similar events and root cause identification were also reviewed. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors: withdrawal of torn balloon, excessive manipulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint esheath liner delamination was confirmed based upon on the condition of the returned device. No manufacturing non-conformances were identified in the returned sample. A review of DHR, lot history, and complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'after valve deployment there was some resistance pulling system back into the esheath. At this time, the system was thought to not be at the sheath tip, however, after pulling negative again on the balloon and visualizing it under fluoro, the system and nosecone appeared to be coaxial.' Additionally, the complaint description mentions tortuosity of the right common iliac. Tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip and contributing to withdrawal difficulties. The excessive force required to overcome the withdrawal difficulties likely caused interaction between the delivery system and sheath, which consequentially may have led to liner delamination. Furthermore, per the training manual, 'ensure the balloon is completely deflated' during delivery system retrieval. As such it is possible that residual fluid left in the balloon caused the balloon profile to be larger when withdrawn through the sheath. The larger profile can catch on the sheath tip during retrieval and prevent further withdrawal. As difficulty was likely encountered, excessive manipulation was likely applied to overcome such difficulties, leading to the liner delaminating. As such, available information suggests that procedural factors (residual fluid, withdrawal difficulties of delivery system, excessive manipulation) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This injury was deemed to be likely associated with the delivery system withdrawal difficulty and was captured under. Per pre-decontamination findings, esheath delamination was observed from the tip and the delivery system's crimped balloon was torn completely.

Event description:
Per initial engineering evaluation findings, distal tip circumferential delamination was observed on the returned esheath. As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure for a 29mm sapien 3 ultra valve, there was tortuosity present in right common iliac. After valve deployment there was some resistance pulling system back into the esheath. At this time, the system was thought to not be at the sheath tip, however, after pulling negative again on the balloon and visualizing it under fluoro, the system and nosecone appeared to be coaxial. The team elected to pull the system and sheath out as a unit and replace the esheath with a second esheath. Upon removal, damage was observed on the esheath and commander delivery system balloon. A second esheath was inserted with no resistance to maintain homeostasis at the access site and evaluate the valve and patient status. The patient immediately became hypotensive and CPR was initiated. A vascular surgery was consulted, and a coda balloon was used to occlude the aorta and covered stents were placed from the ostial common iliac to the proximal common femoral due to perforation and a dissection believed to have occurred during removal of the balloon and esheath. The patient somewhat stable at this point and an open procedure was performed to repair the groin. Post procedure, the patient was stable and neurologically intact. The patient also had surgery for abdominal compartment syndrome and is recovering with a possible need for dialysis in the near future.